Event description:
It was reported that the defibrillator had early battery depletion and a long charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device is in process; the results will be forwarded when available. Performance data collected from the device was analyzed and indicated that the device reached elective replacement indicator (eri). One patient alert for low battery voltage alert was recorded on (B)(6) 2010, approximately 13 months after implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the defibrillator had early battery depletion and a long charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: performance data collected from the device was analyzed and indicated that the device reached elective replacement indicator (eri). One patient alert for low battery voltage alert was recorded on (B)(6) 2010, approximately 13 months after implant. Preliminary analysis confirmed the battery was depleted, and a high current drain condition was noted. Analysis of the hybrid identified a capacitor as the cause of the high current leakage. A hotspot indicating the location of a defect inside the capacitor was identified with thermal imaging techniques. This analysis was stopped at this point.